Manufacturer narrative:
(B)(4). We received one used, filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. As-received condition the white clamp was closed at the sample and the patient connector was closed with a combi stopper (the original wing cap was not handed over by the customer. Further on, we detected liquid at the filling port (lli-cone) of the sample. In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected (lli-cone does not leak). The inspected sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Define: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip was closed and the original wing cap was not handed over by the customer. Big top cap was opened and discofix cap was removed. Detected no solution/crystallized residue at filling port. Additionally, crystallized residue at filter, microbore tube and male luer lock. Further on, detected air bubble inside male luer lock (between microbore tube and step down tube). Clamp clip was released. No flow was observed. Complaint sample was then left for 10 minutes. However, the pump remained not flowing. No other deviation was observed. Analysis: complaint sample was checked for kinked tube. No abnormality found. Complaint sample was then dissected by section to investigate the blockage point. Complaint sample was dissected at point a (microbore tube; before male luer lock). Immediately observed flow of solution. As the complaint sample was contaminated with cytotoxic drug, section a was brought back to bmi for decontamination and further investigation. The rest of the sample was disposed at the hospital. After decontamination, section a was tested with leakage test. Section a was flowing. Conclusion: complaint sample was possibly blocked due to crystallized residue at male luer lock. However, during leakage test, the crystallized residue could have been purged out, and clearing the pathway of the lumen. Therefore, the complaint is considered as not judgeable. Remarks: corrective measures regarding blockage due to crystallized residue have been initiated and are documented under CAPA (B)(4). Justification: not judgeable.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process or final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion. Drug: 5fu.